Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and worked with the customer to determine that the sample was contaminated with urine. The ccc and the customer confirmed that by adding a drop of urine to an already analysed sample, the same result pattern was obtained. The cause of the discordant sodium, potassium and creatinine results was due to sample contamination due to the user loading both urine and serum samples onto the same sample rack. The ccc recommended that the customer amend their pre-analytical practice by not loading uncapped urine and serum together on the same sample rack. The customer successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant sodium, potassium and creatinine results were obtained on one patient on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument and an alternate instrument. The patient was redrawn and those results were reported to the physician(s) as the corrected results. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium, potassium and creatinine results.